Event description:
A report was received on 21 aug 2024 from the caregiver of a 78-year-old male patient with a medical history including end stage renal disease, who stated blood was observed leaking from the cartridge during a home hemodialysis treatment on (B)(6) 2024. Although requested, there was no further information provided.

Manufacturer narrative:
The cartridge was received for evaluation and confirmed a leak in the arterial line. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".